Event description:
Related manufacturer reference numbers: 2017865-2021-40187. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance and pacing inhibition due to noise over-sensing. It was noted that the patient experienced pre-syncope. Chest x-ray was performed and found out that the rv lead had slipped out of the pacemaker header. During revision procedure, it was found that the set screw on the pacemaker was too loose that the rv lead was able to be pulled out of the header port without loosening the screw. The rv lead was properly functioning after being re-inserted into the header port and re-tightened down by the screw on 9 dec 2021. Patient condition was stable.